Event description:
It was reported that before use cs100 intra-aortic balloon pump (iabp) is having power on and off. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) checked when turning on the switch, the screen turns on for a moment, the machine turns off, the fan spins. It is expected that the power supply is damaged. The power supply parts will be tested later. Check the fuse inside the machine, it is not broken. On 23 jan 2023, the power supply was tested and found that the machine can be turned off and on normally. Turn on the machine for about 15 minutes, the machine does not turn off. A quotation will be provided later. On 25.12.24, technicians went to assess the repair price to make a quote only. No action was taken. The work will be opened and sent to the technician again when receiving the po from the customer. Till now, even after taking follow up with the customer, regarding work order and advance payment, they are not showing any positive response. In future if we receive any information regarding repair, will reopen and update the investigation.